Event description:
Possible under infusion, chemo therapy set up at 40ml/hr 1000 cc, 20 hrs later no infusion took place, roller clamp closed and no alarm was noted, but vtbi read 1000 cc. No pt compromise. Requested of biomed to return pump to qa for analysis. (8/20/02) biomed review of pump showed an alarm malfunction on channel a.